Event description:
Complainant alleged that during a routine shift check, while testing pacer current at 40ma, the measured output reading on the analyzer was 240ma. Complainant indicated that there was no pt involvement in the reported malfunction.